Event description:
Reporter alleged blood glucose measured lo back to back with a result of hi when testing was performed a few minutes apart some time ago on a relative. No actions were taken or treatment received reportedly as a result. Customer stated the test strips being used at the time of the comparison have been discarded and is now using a different bottle of test strips. Customer indicated the meter currently has segments missing and some of the results do not appear in the memory. A request was made for the return of the suspect device and replacement product has been sent, however, the testing strips used for the alleged comparison will not be returned to the manufacturer.